Event description:
It was reported to philips that the system did not start up, it was stuck at 00:00. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the customer confirmed that the examination was completed normally and that the system already had enough imaging saved to report on the examination. The philips field service engineer (fse) inspected the system onsite and performed troubleshooting in response to a "tube defect" message. Analysis of the available log files did not directly indicate a fault with the tube itself, but showed a malfunction of the sib. However, the internal components of the generator appeared to be periodically unstable. The fse found that electrical measurements showed the three-phase supply at 395v (voltage) between phases, which differs from the 415v for which the generator is configured. To resolve the issue, the fse adjusted the transformer tapping to 490 v, then recalibrated the tube output and the edl (entrance dose limit). The same issue reoccurred, and to resolve it, the fse replaced the modular imaging unit and x-ray system controller. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.